Manufacturer narrative:
D10: (B)(4) - logic femoral ps cem left sz 5. (B)(4) - logic tibia ps mod insrt sz 5 11mm. (B)(4) - lgc tibial fit tray cem sz 5f / 5t. (B)(4) - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a left tka (total knee arthroplasty). Subsequently, the patient developed bilateral leg oedema. Surgeon advised the patient to elevate their foot. The outcome is considered continuing. The device remains implanted. No further information available.